Event description:
It was reported that during an interrogation of the device, the battery voltage measurement was 2.52v. Performance data from the device indicates the battery voltage was 2.93v. It was further reported that the device found to be at elective replacement indicator (eri) at regularly scheduled follow-up. Therefore the device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event assessment has determined that report of potential malfunction may result in unnecessary explant. Evaluation summary (B)(4): the actual device was not received for evaluation. Performance data collected from the device showed low telemetered battery voltage. On (B)(6) 2010, the battery voltage with telemetry was 2.52v and the daily measurement was 2.92v.

Event description:
It was reported that during an interrogation of the device, the battery voltage measurement was 2.52v. Performance data from the device indicates the battery voltage was 2.93v. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event assessment has determined that report of potential malfunction may result in unnecessary explant. Evaluation summary: (B) (4) the actual device was not received for evaluation. Performance data collected from the device showed low telemetered battery voltage. On (B) (6) 2010, the battery voltage with telemetry was 2.52v and the daily measurement was 2.92v.